Manufacturer narrative:
(B)(4).

Event description:
Patient's sister contacted dexcom technical support on (B)(6) 2014 to report a hardware failure on (B)(6) 2014. Patient's sister was advised to reset the device. Patient's sister did not report any injury or medical intervention at the time of contact with dexcom technical support.